Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that power events had occurred. The battery cap was attached to the pump but was found to be spinning in place. The battery compartment was observed to be cracked. A test cap was inserted and the pump was exercised for 24 hours without issues. The battery cap was tested and found that the battery cap contact height was below specifications.

Event description:
The pump was returned to animas and was evaluated by product analysis. Evaluation revealed that the battery cap contacts were out of specifications. This report is made based on the results of evaluation.

Manufacturer narrative:
Follow-up # 1 date of submission 08/19/2013: a revision was made to the original investigation results. The battery cap contact was found to be within specifications.